Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the laboratory technician was able to interrogate a device and end the ventricular threshold testing without issue. The test was ran using both usb ports over ten times each. Visual inspection noted that the touch screen on the programmer was dented. It is suspected that the dents came from a stylus. Analysis noted that the dented touch screen could have caused the operator to be unable to stop testing. The touch screen was successfully replaced. Further inspection noted evidence mishandling as several parts were missing or broken. It was found that the latch on the liquid crystal display (lcd) was completely missing, the lcd cover had both upper posts broken off, the rear slide ws broken off, the rear house was popped out on both sides and there was damage to several internal components all of these parts were repaired or replaced. After repairing the programmer it passed all functional incoming tests.

Manufacturer narrative:
Further analysis was performed as the dsk drive was not able to be accessed. The floppy disk drive was replaced and the unit passed all testing.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient had an magnetic resonance imaging (MRI) and there were 20 stored events due to oversensing of noise. The oversensing led to over four seconds of pacing inhibition with asystole. There was also inappropriately stored ventricular fibrillation (vf) episodes with no therapy. Noise was seen on all three channels. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) had been left programmed to pace and sense in both the atrial and ventricular channels as it was thought the facility was not aware the patient had a device. The following day when a physician assistant (pa) went to perform a left ventricular (lv) lead threshold test, they were unable to end the test and there was 16 seconds of asystole. It was noted that the patient experienced syncope due to the asystole. The pa believed the end test button was not available, possibly due to loss of telemetry, however an exact reason was unknown. After the test was able to be stopped and the patient regained consciousness, no further issues were seen. The programmer was taken out of the field and returned for analysis.